Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead, along with the patient¿s other leads, had dislodged, as confirmed via x-ray. As a result, intermittent capture and high, out-of-range pacing impedance occurred on this lead. The patient is pacemaker dependent. A leadless pacemaker was implanted and the chronic cardiac resynchronization therapy pacemaker (crt-p) was turned down to vvi 30; the chronic leads were left in place. It was noted that the patient is in chronic atrial fibrillation. No adverse patient effects were reported.